Event description:
Reported by the complainant as follows: a pt experienced rectal bleeding after flexiseal fms signal was placed. Pt was in micu for liver problems. Md stated balloon was inflated appropriately.

Manufacturer narrative:
(B)(4).